Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and other chronic/intract pain (trunk/limbs) reported they started experiencing overstimulation since starting a new yoga routine after practicing yoga for 10 years, but really noticed a difference in stimulation on (B)(6) 2017. It was noted the target area was the lumbar area, but they were feeling uncomfortable stimulation throughout the whole body as well as experiencing nausea. It was confirmed the consumer had adaptivestim and had another group to try, but attributed the stimulation changes to changes in position with the changes stopping after yoga was over. During the call stimulation was turned off which helped with the uncomfortable stimulation. A follow-up appointment was scheduled for either (B)(6).

Event description:
Additional information received from the patient reported that yoga movements created the change in the stimulation which led to the nausea and over stimulation. A manufacturer representative (rep) changed the programs in an attempt to resolve the issues, but the issues were not completely resolved. The patient stated that they were still making adjustments and had a follow-up appointment.